Manufacturer narrative:
Two (2) actual samples were received for evaluation and an evaluation is complete. A visual inspection with magnification was performed on both devices with no particulate matter found. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of two (2) vascular probes. The pm was discovered during incoming inspection by the distributor. There was no patient involvement. No additional information is available.